Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a right cavernous carotid aneurysm, the physician reported that the distal pipeline flex would not open. The vessel was reported to be moderate to severely tortuous because there was a sharp turn in the internal carotid artery. The physician unsheathed the pipeline flex in the ophthalmic region and discovered that the distal end did not open. The physician attempted to resheath the device, however, the device could not be resheathed with the microcatheter. The physician tried to pull it back toward the landing zone but the device still did not open distally. The device was then removed with the microcatheter. Subsequently, the patient was treated with two pipeline flex devices successfully. No patient injury was reported as a result of this procedure. The device would not be returned because it was discarded at the site.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.